Event description:
It was reported that the pump battery would not charge, despite attempting various troubleshooting steps. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was informed that using third-party cables or adapters is not recommended, and despite trying a different wall adapter and charging cable, the issue persisted. As a result, tandem technical support decided to replace the pump. The customer was advised to use multiple daily injections as a backup insulin therapy and to return the problematic pump using a prepaid label after placing it into storage mode.